Manufacturer narrative:
--

Event description:
Subsequent information indicates that the patient was seen for a revision procedure. Another manufacture's right ventricular (rv) lead was explanted in relation to this event. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device did not deliver pacing when required. Additional information has been requested; no additional information has been received at the time. There were no adverse patient effects reported. The device remains in service.